Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals two separate devices both of which confirm the reported batch number and part number. The devices have been fully actuated and are without anchors or suture. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The device was coated in saline debris. The actuator was fully deployed. No physical damage visible to the device. A functional evaluation revealed the device actuator and tip function as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during the meniscus repair surgery, the t2 of the ultra fast-fix was implanted and it did not stay anchored, t1 was removed from the patient. Procedure was resumed, after a non-significant delay (less or equal to 30min), with a back-up device. No further complications were reported.